Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the shipping box label stated that the contents contained bd nexiva¿ diffusics¿ closed IV catheter systems; however, the box itself listed the contents as pediatric laparotomy t-drapes, which were the actual products inside. The following information was provided by the initial reporter: "item b-d383591 was not delivered to us. We received a box with a label that stated that was what was in the box, however, this was not the item that was in the box. The item that was delivered to us is what is actually on the box, pediatric laparotomy t-drapes. Ss8274".

Event description:
It was reported that the shipping box label stated that the contents contained bd nexiva¿ diffusics¿ closed IV catheter systems; however, the box itself listed the contents as pediatric laparotomy t-drapes, which were the actual products inside. The following information was provided by the initial reporter: "item b-d383591 was not delivered to us. We received a box with a label that stated that was what was in the box, however, this was not the item that was in the box. The item that was delivered to us is what is actually on the box, pediatric laparotomy t-drapes. Ss8274".

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of label content incorrect was not confirmed upon inspection of the photos. Upon review of the photos the packaging and label shown in the pictures does not correspond to the packaging and labels used in the nexiva diffusics products. Bd cannot confirm the cause of the failure to our manufacturing process since the packaging shown is not from our manufacturing process.